Event description:
Consumer alleges, heating pad burnt through the cover. No injury or property damage was reported with this incident.

Manufacturer narrative:
Bunching is abuse of the product and a violation of the instructions and warnings provided. No injuries were reported with this incident. This incident is a direct result of misuse/abuse of the product.